Event description:
Patient on gurney being transfered to a higher level of care unit. Portable o2 tank placed on gurney with patient (no tank holder on gurney bed). Tank fell on side. O2 vapor escaped. Pt's left posterior calf and thigh with second degree to third degree burn due to frostbite.